Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained oversensing episodes due to noise was observed on the rv lead. Programming changes were made to resolve the issue and the patient was stable.